Manufacturer narrative:
Further information requested but not received. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6)2022.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient status was unknown.